Manufacturer narrative:
The insulin pump passed displacement test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received failed self test alarm during self test and lost sensor alarm due to faulty board. No cosmetic damage noted during testing.

Event description:
The customer reported via phone call that they received failed self test alarms. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.